Event description:
It was reported to philips that the system generated the warning message ¿button active at start up¿, which can impact booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was displaying a warning message indicating the button was active at startup. Upon troubleshooting, the fse found the button was activated. To resolve the issue, the fse released the button, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.